Event description:
On (B)(6) 2013, the patient reported that he changed his infusion set on (B)(6) 2013 and on (B)(6) 2013 it began leaking. The patient stated that the leak appeared to be coming from the cannula and that the self- adhesive was wet. He does not think there was an absorption issue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned used sample. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.